Event description:
Procedure: pneumonectomy. According to the reporter: after firing of egiaustnd the instrument could not be opened again. A second instrument has been placed below the first in order to remove the structure. No adverse to pt due to instrument. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).